Event description:
It was reported that the left ventricular lead exhibited an insulation abrasion. This was identified during the explant of the lead during an unrelated procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.